Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent was missing. While prepping, it was noted there was no stent mounted on the balloon. Completed the procedure with another of the same size stent. No pt complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).